Event description:
It was reported that during a replacement procedure due to normal battery depletion, one of the set screws in the second channel of the implantable neurostimulator (ins) seemed to be "smooth" and could not be unscrewed. The physician had to use small forceps inside the silicone connector block to release the setscrew. The patient outcome was reported as no symptoms/injury. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).